Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data, it was determined that the cause of the qc imprecision and discordant magnesium, calcium and inorganic phosphorus patient results was unknown. The fse checked the probe alignments, performed wash 3, observed all wash stations, probes and pumps and flushed the reaction cuvette washer (wud), dilution cuvette washer (dwud) and associated valves. The customer then ran qc and all results were within range. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant magnesium (mg), calcium (ca-2) and inorganic phosphorus (ip) results were obtained on an advia 2400 instrument. The discordant mg, ca-2 and ip results did not pass delta checking and were not reported to the physician. The samples were retested and the corrected results were reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant mg, ca-2 and ip results.